Manufacturer narrative:
(B)(4) was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Analysis of the device revealed that the device met specifications; the device passed visual examination and functional testing. An internal inspection of the device was conducted and no anomalies were noted. Additionally, the driveline connector of the controller was connected to a driveline cable. Force was applied in an attempt to recreate the electrical fault alarm. Results revealed that the connection was reliable and no alarms were triggered. Log file analysis revealed an electrical fault alarm, high watt alarm and vad disconnect alarm that occurred on (B)(6) 2016, starting at 5:54:42. The electrical fault alarm was the result of the controller sensing a short on the rear stator. This caused the pump to run on the front stator, which subsequently triggered a high watt alarm. The electrical fault alarm was cleared after a vad disconnect alarm was logged, indicating that the driveline was disconnected from the controller, presumably when the patient performed a controller exchange. Based on the available information, the most likely root cause of the reported electrical fault and high watt alarm can be attributed to short on the rear stator, causing the pump to run on a single stator. Possible root causes can be attributed to a driveline cable malfunction, driveline connector malfunction or foreign material. However, the returned controller met specification. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. This event was assessed and is being reported as part of a retrospective review of events, which was in response to an update to the MDR decision criteria.

Event description:
It was reported by the vad coordinator that this patient exchanged his controller after receiving a "high watt" and "electrical fault" alarm. The patient denies any abnormal activity before the alarm or after the controller exchange. Log files were sent confirming the alarms on (B)(6) 2016. Per the manufacturer engineer the alarm was likely transient. The engineer also confirmed that there was no information in the log files to suggest driveline damage or contamination. The vad coordinator also verified that the patient's pump was functioning as intended and that pump parameters were within normal limits. The vad coordinator was not able to recreate the e-fault alarm by manipulating the driveline or the driveline connector to the controller. The patient was instructed not to exchange the controller during an e-fault alarm. He verbalized understanding of these instructions.